Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10. Correction to h10: information regarding the user's reprocessing methods was inadvertently omitted from the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is not known when the foreign material adhered to the device. Pre-cleaning information- it is unknown if there was a delay to the start of pre-cleaning or if the air/water nozzle was flushed with water and air. Manual cleaning information- it is unknown if there were any abnormalities with the accessories used for reprocessing. The scope was not submerged in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed or if the air/water nozzle was flushed with detergent solution. It was noted that the customer uses an ozone water shinei kogyo's washing machine. The event can be detected by following the instructions for use (IFU) which state: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the adhesive around the objective lens was peeled. It was also observed that the light guide lens had a crack. It was observed that the adhesive around the light guide lens had a white-clouded area due to a handling issue. It was also observed that the plastic distal end cover had a dent due to handling. Additionally, it was observed that the plastic distal end cover was dirty due to insufficient cleaning or handling problem. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that the suction cylinder was shaved due to a handling issue. It was also observed that the adhesive around the objective lens was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 1, switch 3, universal cord, connecting tube, video cable and on the protector of the universal cord on the scope connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.